Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's implant was interfering with their watch batteries and causing them to die. Additionally the caller reported that the patient's ins was causing the patient's tablets and computers to explode. The patient had reportedly gone through 6 watches in 6 months and has gone through 8 tablets and the patient's laptop motherboard blew. The caller indicated that these issues only occur when near the patient's body and that the patient has had implants for 10 years, but never had these issues before. The patient reportedly had a manual watch stop working as well. It was reviewed with the caller that the device is not expected to affect their watches or electronics, but the caller stated that it must be the device because there is no other explanation. Additional information was received from the patient that reported that she was reprogrammed to resolve the issues with the interactions with electronic equipment. It was noted that the patient was planning on removing the ins after speaking with their doctor. No patient symptoms were reported. No further complications were reported.